Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) shunt treatment procedure, balloon rupture occurred. The 99% stenosed target lesion was located in the calcified, moderately tortuous left forearm. The physician advanced a non-bsc sheath and a transend guide wire to the lesion. A 4.0 x 20mm 4f sterling balloon catheter was advanced to the lesion, the device was inflated with an encore26 inflation device, to 8atm and the balloon ruptured on the first inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The sterling catheter was received with the tip flared. Magnified inspection revealed a longitudinal tear in the balloon wall on the distal end of the balloon. There were no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).